Event description:
It is reported that the surgeon encountered difficulty seating the articular surface. He was eventually able to seat the surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.